Manufacturer narrative:
Device evaluation: one smiths medical cadd extension set was returned for analysis in a used condition. During analysis, visual inspection was performed and found no discrepancies. Leak test was performed using hydrostat vessel and leak was detected in the air vent of the filter. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Manufacturer narrative:
(B)(6).

Event description:
Information was received that the cadd extension set was leaking at the filter during administration. Patient first suffered from under dose during infusion and then experienced overdose after changing the infusion line.